Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, intermittent audio, which was reproduced and confirmed during evaluation. The speaker impedance was out of specification. The rear case, including the failed speaker, was replaced. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump had intermittent audio. It was also reported there was no patient injury.